Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received her scs system, including two percutaneous leads (from the same lot), on (B)(6) 2011. It was reported that the patient experienced a change in stimulation. Diagnostic tests exhibited invalid impedance readings on multiple lead contacts. An x-ray revealed a lead fracture close to the anchor site. The patient denied any traumatic events or extreme body movements that may have contributed to the lead fracture. The physician explanted the leads on (B)(6) 2011, and the explanted leads were discarded. The physician has referred the patient to a neurosurgeon for placement of a paddle lead. No further patient complications were reported.